Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported patient effect was related to procedural conditions due to late heparinization. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of emboli (thrombosis), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus in the steerable guiding catheter, which required additional anticoagulation and aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After placement of the steerable guide catheter (sgc), thrombus was noted in the chamber at the hemostasis valve after removing the dilator; thus, the sgc was removed. Reportedly, the thrombus occurred due to late heparinization after transseptal puncture. Aspiration was performed and additional anticoagulation was administered; however, the thrombosis was still visible. A new sgc was used to successfully complete the procedure with mr reduced to 2. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.